Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during fifth inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.